Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿driveline disconnected, no external power, low flow, lvad fault, driveline power fault, and backup battery not installed alarm¿ was confirmed with the submitted photo. The submitted photo captured the reported hazard alarms on the history event screen on (B)(6) 2021 at 9:42 am. Also, the same alarms were captured at 8:36 am. The pump speed value was captured at 5,700 rpm and 5,650 rpm respectively. The submitted log file did capture the pump speed value at 9:42 am (5,700 rpm) and 8:36 am (5,650 rpm) that appears to match the time frame. These events were captured during a pi event. The alarms in the submitted photo were not captured during these events. The suspected system monitor is not returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system monitor (serial # (B)(6) ) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Hmii IFU and hm3 IFU has details on the proper use of the system monitor. If the system monitor does not function properly, contact the company's technical service department for assistance. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System monitor (serial # (B)(6) ) was shipped to the customer on 10oct2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced multiple driveline disconnected, no external power, low flow, lvad fault, driveline power fault, and backup battery not installed alarms. Patient denies hearing any alarms, and there are no alarms noted when reviewing his system controller. The event log did not capture any unusual events. The system monitor was rebooted and the alarms cleared. Only pi events were noted after the reboot. The event log did not capture any unusual results and it appeared the system monitor reboot cleared the issue.